Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Gif-hq190 (evis exera iii gastrointestinal videoscope) device is used as a placeholder for this emdr.

Event description:
It was reported that subject device was washed in the oer-pro (endoscope reprocessor) all the way to the alcohol cycle. The oer ran out of alcohol and failed the cycle. The issue was identified at the time of reprocessing. There were no reports of patient harm.